Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed. The reason for the product not being returned was because it was used for a blood product. The root cause of this failure was not identified.

Event description:
The customer reported the product leaked at the connection site to a nexiva IV during a blood infusion. There is no report of patient harm.